Manufacturer narrative:
The average age of the study patients was (B)(6); ages ranged from (B)(6). Posterior instrumentation including mpa screws (details not provided). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post-operative complications were reported in a retrospective review of prospective data from a deformity database of 487 consecutive surgical patients treated with direct incremental segmental translation (dist). All of the patients underwent posterior fusion and instrumented deformity correction (except grade 1 sp) with dist using universal steps. Releasing the spine to move occasionally required 3-column osteotomy (n=24), anterior release (n=113, average 4.8 levels) and transforaminal lumbar interbody fusion (n=294, average 1.7 levels). At 5 year follow up (range 24-108 months) it was reported that 20 patients had developed infections sometime post-op. It is unclear whether revision surgery was required or not. No further details were provided.